Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; ''control of aortoesophageal fistula using endoscopic and endovascular techniques: a palliative intervention.'' Kristine so, craig r. Smith, naqeeb m. Faroqui, nina simone,annelise senkowski, sonya k. Pate, brian m. Bailey. If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant stent graft system was implanted in a patient for the endovascular treatment of a ruptured 73mm thoracic aortic aneurysm on an unknown date. A pre-operative CT scan of the patient had identified the ruptured thoracic aortic aneurysm along with active hemorrhage into the stomach and the esophagus via an aef (aortoesophageal fistula). The patient was also treated during the procedure with an endoscopic esophageal stent for enteric exclusion for active hemorrhage into the stomach and the esophagus via the aef . Post-procedural imaging confirmed esophageal stent placement across the ge junction and successful endograft positioning with control of hemorrhage and without signs of endovascular leak. The patient was transferred to the intensive care unit postoperatively and was placed on broad-spectrum antibiotics and antifungals with plans for lifelong antibiotic therapy given the placement of synthetic material in the setting of an aef and the likelihood of endograft infection. The patient was discharged to inpatient rehab on a course of intravenous zosyn and oral diflucan, as well as a full liquid diet after an 18-day hospital course. She was to transition to lifelong oral diflucan and augmentin on completion of her intravenous regimen. The patient re-presented one month later with expected aortic endograft infection. She was treated with vancomycin and zosyn without significant clinical response. The decision was made to pursue hospice care two months after the index intervention. It was reported that the patient was at high risk for aortic endograft infection along with esophageal stent migration and stent erosion. It was also reported that endovascular and esophageal stents can used to temporize aef, but, without a definitive open repair, the patient is at high risk for morbidity and mortality.